Event description:
Reportable based on device analysis completed on 15-mar-2024. It was reported that crossing difficulties occurred. The target lesion was located in the left anterior descending artery (lad). A 4.00 x 16mm synergy xd drug-eluting stent was advanced for treatment but failed to cross the lesion. The procedure was completed with another of same device. No patient complications were reported. However, returned device analysis revealed that stent was detached from the balloon.

Manufacturer narrative:
Device evaluated by MFR: synergy xd mr ous 4.00 x 16mm stent delivery system was returned for analysis. A visual, tactile, and microscopic examination identified multiple hypotube kinks in various locations along the length of the hypotube shaft. Visual and tactile inspection examination identified the stent was not attached to the device and was not returned for product analysis. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. Microscopic analysis revealed bumper tip showed no signs of distal tip damage and balloon cones were reviewed, and no issues were noted. Dimensional analysis of the missing stent from the balloon revealed the outer diameter at the time of manufacturing was 0.0461 inches, this is within maximum crimped stent profile measurement. No other issues were identified during analysis.